Manufacturer narrative:
The lead was returned with no reported complaint. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found two external insulations beaching the ring electrode and the right ventricular cable lumens at the suture sleeve tie mark location due to suture sleeve tie down forces. All cable coatings were found to be intact in both locations. Two internal insulation abrasions breaching the ring electrode and right ventricular lumens were found distal to the suture sleeve tie mark. One right ventricular etfe cable coating was found to be abraded in one location. All other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.